Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (gastrointestinal bleeding, infection, and bleeding) cannot be conclusively determined through this investigation. The heartmate ii lvas instructions for use (IFU) lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and includes information regarding recommended anticoagulation therapy. The IFU, as well as the heartmate ii lvas patient handbook, provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been admitted from (B)(6) 2019 to (B)(6) 2019 for spontaneous hematoma of left chest wall. No surgical intervention was required as per vascular surgery. A hematology consult showed no evidence of disseminated intravascular coagulation (dic) or von willebrand factor (vwf) deficiency. It was later reported that the patient was admitted for a gi bleed. He reportedly had a drop in hemoglobin (hgb) level and maroon stools that turned to melena. He also had positive blood cultures. The patient was given two units of packed red blood cells without any further drop in hgb. Diagnostic tests performed included an ultrasound of the left chest wall and a CT of the chest without contrast. On (B)(6) 2019 the patient had complained of left arm tenderness that was worse with movement. An initial evaluation by physician observed no swelling but by next morning swelling was noted and increasing. Treated with pressure dressing and ice pack. An esophagogastroduodenoscopy (egd) and colonoscopy were scheduled but were not performed due to hematoma. Vascular surgery was consulted and determined no surgical intervention was required. The patient was started on protonix and octreotide with plans to switch to sandostatin monthly.